Manufacturer narrative:
The (se) confirmed the reported failure. The (se) also identified the power light emitting diode (led) was unable to illuminate and diagnostic error code "ventilator restarted." The (se) replaced the touch screen to resolve the reported issue. The unit passed performance verification testing and it was returned to service.

Manufacturer narrative:
The service engineer replaced the power management board to resolve the reported issue. The unit passed performance verification testing, and it was returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The customer reported 35 v fault, blower stalled, auxiliary alarm supply failed, and backup alarm error. There was no patient involvement.